Event description:
Patient reported, the infusion device does not always vibrate the confirmation when she does a touch bolus. Patient stated, the vibration is intermittent. Patient reported, she does about 10 touch boluses per day and the infusion device may not vibrate 1-3 times a day. Patient stated, the issue has been occurring for 2 months. Patient reported, the infusion device is not physically broken. Patient stated, she first realized the issue when she programmed a bolus and then when the infusion device did not vibrate, she did not know if the device had delivered the bolus or not. Patient reported, she did check the bolus history and it showed the bolus was delivered; she did not take a second bolus. Patient stated, she has been watching for it to vibrate or since that time. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.